Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient couldn't turn therapy on for the t12 lead. In turn, diagnostics recorded high impedance on all contacts on the lead covering t12. Reprogramming was attempted with little success. Surgical intervention was undertaken on (B)(6) 2019, during which the lead was explanted and replaced. Effective therapy was established post-op.